Event description:
Pt was having d&c procedure. With rotation of the suction curette, the catheter tip broke off inside pt causing uterine perforation. Piece was retrieved. Pt did not require follow up procedure to repair.